Event description:
It was reported that an image was provided depicting soft, flexible foley tubing. The tubing bent at the junction where urine flows from the tubing to the meter, resulting in disruption of urine flow. While the attached image showed a dependent loop, the reporter stated that the issue occurred regardless of the presence of a dependent loop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.